Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found damage on the channel tube (ch-tube); due to damage (buckling and deformation of the channel).the forceps and cleaning brush could not be inserted smoothly. The reported issue of "poor channel insertion" was confirmed. Furthermore, device evaluation found the forceps channel port (control section) was not secured and rattling in the forceps stopper cap was observed. This issue found was attributed; due to physical stress applied on the device. Additionally, the following defects were identified during device inspection: due to a pinhole on a-rubber (bending section); water tightness is lost. Due to a pinhole on connecting tube (insertion section);water tightness is lost. Adhesive on a-rubber (adhesive connection) has a crack. Due to wear of angle wire; bending angle in up direction does not meet the standard value. Connecting tube has a dent, electrical contact of video connector found dirty, scratch found on video connector, video cable, insertion tube rotation, universal cord , up/down plate, angulation lever, scope cover, grip, light guide connector, angulation lever, control unit , switch box. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative sent a repair request, reported with an issue of "poor channel insertion". No harm was reported. No patient harm, no user injury reported . Device evaluation: the forceps channel port (control section) was found not secured, rattling in the forceps stopper cap was observed. This report is being submitted, due to the finding of forceps channel port (control section) not secured and was rattling. (Defects of the channel, physical stress) identified during device return evaluation .

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and corrections to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the damaged channel tube was physical stress. The event can be detected/prevented by following the instructions for use which state: ¿warning: do not squeeze the bending section forcefully. The covering of the bending section may stretch or break, and it may cause water leaks.¿ olympus will continue to monitor field performance for this device.